Event description:
Pt reported the infusion device switched into stop mode by itself. Pt stated the device switched without giving an error message. Pt reported she woke up at 1:30 am due to the stop alert. Pt stated her blood glucose level was 380 mg/dl. Pt reported she was able to get her blood glucose level under control by herself. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.